Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that for the past couple of weeks prior to (B)(6) 2016 the patient had sudden weakness and trouble walking. He went to exercise physical therapy on that day, but had to quit because of weakness. The consumer stated that the patient ¿usually came out of it.¿ the consumer verified the implantable neurostimulator (ins) was on and okay at 4.0. They were going to follow-up with the healthcare provider (hcp). The patient¿s indications for use were parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.